Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with the infusion set. Customer stated that he had given 2 units of insulin, which was more than what the pump said. Customer also stated that he received a no delivery alarm. Customer reported that he had a blood glucose level of 49 mg/dl at 6:00am. Customer inquired about her low and high alarms. Customer stated that she had high blood glucose levels a couple of weeks ago. Customer stated that she will monitor and will call back to troubleshoot the pump if needed. Customer does not want to troubleshoot at this time. On 09/01/14, customer changed the infusion set and reported that the no delivery alarm was resolved by the set change. Customer does not want to return the set for analysis. No additional information provided.